Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot #: va149gx , implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 16-nov-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's dual and movement disorders. It was reported that impedance varied from normal to out of range from encounter to encounter on contact 1 left gpi. The hcp reported this happened (B)(6) 2018 where it was 20k, then in (B)(6) and in (B)(6) there was normal range for the contact. It is unknown if any environmental / external / patient factors may have led or contributed to the issue. It is unknown if any diagnostic / troubleshooting is done. It is unknown if any interventions / actions were done. It is unknown if the issue is resolved. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Product ID 3387s-40 , lot#: va149gx , implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause for the varying impedances could not be determined, and it was not known if any additional actions/interventions were taken to resolve the issue or if the issue had been resolved.